Manufacturer narrative:
(B)(4). Date of follow-up report : (B)(6) 2015 three sonicision cordless ultrasonic dissectors were returned for evaluation. The reported condition was confirmed on one of the three devices. Functional testing was performed on the faulty returned dissector using a test lab generator and battery. The assembled device produced the startup series of tones but the buzzer volume sounded muted. The status led on the generator illuminated green, confirming proper assembly and device readiness for use. The assembled device was tested to confirm full functionality by activating the dual mode energy button with the clamping jaws open. The results were acceptable. The device was also activated with the jaws closed and submerged in glycerin bath at both power modes with unacceptable results. The device jaw force was tested with acceptable results. The dissector was disassembled and it was discovered that the audio speaker had come loose out of its housing due to insufficient adhesive causing the high and low activation tones to sound muted. Activating the device with the jaws closed causes the compression spring to sometimes come in contact with bare speaker leads resulting in a short. The device will not work in this state. The audio speaker came loose because not enough adhesive was applied during the assembly process to hold it in place. The audio speaker most likely came loose out of its housing during shipping or device use. No trend has been identified for this failure mode.

Manufacturer narrative:
(B)(4). Date of initial report : 08/19/2015. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the system was assembled and appeared to function. When attempting to activate the system, a red light was observed and the system would not activate. A new dissector was opened and installed onto the system. The activation issue caused the surgery to be delayed for longer than 30 minutes. There was no patient injury.